Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/8/2021. H.6. Investigation: bd received two (2) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for cap pop off with the incident lot was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to cap pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of cap pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh 68 i.u. Plus blood collection tube the the stopper popped out of the tube. The following information was provided by the initial reporter. The customer stated: while the health care worker was drawing blood, "she filled the tube with a connector. When she put the tube down to label it, the cap of the tube popped off as if there was excess pressure." The hcp was wearing gloves.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh 68 i.u. Plus blood collection tube the the stopper popped out of the tube. The following information was provided by the initial reporter. The customer stated: while the health care worker was drawing blood, "she filled the tube with a connector. When she put the tube down to label it, the cap of the tube popped off as if there was excess pressure." The hcp was wearing gloves.